Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. The customer's blood glucose was 502 mg/dl at the time of admission. The customer reported being treated with an IV and 14 units of insulin by manual injection for their blood glucose. The customer was wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot for the insulin pump. The customer requested a replacement insulin pump. The customer agreed to return the insulin pump for analysis.